Event description:
It was reported while a nurse was doing a treatment on said resident's back, the resident rolled from a side-lying position to resident's back. The resident's left leg fell/dropped between the bed frame and the siderail. Before the nurse could assist in removing the leg, the resident attempted to remove the leg and sustained a deep laceration to the outer aspect of left leg.